Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) depleted prematurely due to relatively high right ventricular (rv) and left ventricular (lv) lead thresholds. The crt-p was explanted and replaced while the leads remain in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.